Event description:
The customer reported erratic closed vial whole blood (cvwb) mode patient results for all parameters involving coulter act diff 2 analyzer. The customer stated patient samples were analyzed in duplicates, in both modes. Closed vial mode results were not satisfactory and did not reproduce. Open vial mode results were satisfactory and reproduced. The customer stated closed vial mode results did not reproduce with open vial mode results. The customer noted the erratic results occurred on random patient samples and had increased in frequency. The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) verified drain, fill, lyse and mix. The fse noted mix at white blood cell (wbc) was inconsistent and not as vigorous. The fse replaced check valves for r mix, w mix and lyse mix. The fse replaced the probe, probe wipe, and red blood cell (rbc) filters. The fse successfully verified and performed open, closed, and closed vial cap pierce modes. The unit conformed to the manufacturer's published performance specifications. Eval code: probe wipe. Controls were performed prior to the incident and recovered within specifications.